Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump's sensor cannula was broke. The customer's blood glucose level was unknown at the time of the incident. The customer had bent sensor and also their sensor cannula was broken. The customer was not sure if sensor cannula was still under the skin. The sensor will not be returned for analysis.